Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformities noted. Reason for reoperation: capsular contracture baker grade IV, seroma, rupture.

Event description:
Physician reported left side capsular contracture, baker grade iii, seroma, and rupture. Device has been explanted.